Event description:
It was reported by critical care nurses in an online survey that no, they did not agree that instructions for use (IFU) for the bard or becton dickinson temporary pacing electrode (tpe) catheters provides sufficient information about the products and their medical applications. Because no particular support in relation to the temporary pacing electrode (tpe) catheters.

Manufacturer narrative:
(B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.